Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in blocks h6 patient codes and impact codes.

Event description:
It was reported that the transseptal puncture (tsp) was difficult with the radiofrequency (rf) wire and the patient experienced cardiac tamponade with hypotension. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a trivial pericardial effusion was noted at baseline on imaging. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The transseptal puncture (tsp) was performed with a versacross rf wire and was noted to be difficult due to a thick septum. Multiple trackdowns had to be performed as well due to difficulty getting into a good position on the fossa. Rf was applied twice for the tsp. The 20mm wds was deployed in the laa. Imaging was difficult to view in the mitral view. While repositioning for a higher angle, it was noted that there was fluid around the left ventricle (lv). The patient blood pressure was checked and noted to be 65 systolic. A pericardial tap kit was prepared, and a transthoracic echocardiogram (tte) was taken. A pericardial effusion was noted on both the lv and right ventricle (rv). Approximately 1l of blood was drained to treat the effusion. The patient stabilized after 60 ml protamine was administered and 1000ml of blood was drained. The blood was transfused back into the patient. Tte showed improvement of the effusion and the patient blood pressure stabilized at 120 systolic. The patient was monitored for 15 minutes. Transesophageal echocardiography (tee) confirmed the closure device was in a stable position and meeting position, anchor, size and seal (pass) criteria. The closure device was released. The patient was sent to the intensive care unit (ICU) for recovery and was scheduled to receive an additional two units of blood later. There were no further complications and the patient was discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the transseptal puncture (tsp) was difficult with the radiofrequency (rf) wire and the patient experienced cardiac tamponade with hypotension. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a trivial pericardial effusion was noted at baseline on imaging. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The transseptal puncture (tsp) was performed with a versacross rf wire and was noted to be difficult due to a thick septum. Multiple trackdowns had to be performed as well due to difficulty getting into a good position on the fossa. Rf was applied twice for the tsp. The 20mm wds was deployed in the laa. Imaging was difficult to view in the mitral view. While repositioning for a higher angle, it was noted that there was fluid around the left ventricle (lv). The patient blood pressure was checked and noted to be 65 systolic. A pericardial tap kit was prepared, and a transthoracic echocardiogram (tte) was taken. A pericardial effusion was noted on both the lv and right ventricle (rv). Approximately 1l of blood was drained to treat the effusion. The patient stabilized after 60 ml protamine was administered and 1000ml of blood was drained. The blood was transfused back into the patient. Tte showed improvement of the effusion and the patient blood pressure stabilized at 120 systolic. The patient was monitored for 15 minutes. Transesophageal echocardiography (tee) confirmed the closure device was in a stable position and meeting position, anchor, size and seal (pass) criteria. The closure device was released. The patient was sent to the intensive care unit (ICU) for recovery and was scheduled to receive an additional two units of blood later. There were no further complications and the patient was discharged.